Event description:
The manufacturer representative called to report a problem with the pump. There was a volume discrepancy; the rep. Thought there was 10 cc more than expected. The patient was not having symptoms. The patient was scheduled for a clinic visit the following day. The manufacturer technical services recommended to the rep, that the hcp called them at the time they were seeing the patient at the clinic. The following day, the representative reported, a motor stall had been confirmed by a study using x-ray. The telemetry strip logs did not reveal a motor stall. The patient was now reporting symptoms of increased baseline pain. The rep was redirected to discuss with hcp. The drug used in the pump was demoral (meperidine) 50 mg/ml concentration, on a simple continuous dose of 14.01 mg/day. The rep. Reported that, the patient's pump was refilled with 40 ml in 2007. Two months later, they were expecting to get 26 ml out of pump but pulled out 40 mls. Two months earlier, a study had been done and it was found that the rollers did not move. The patient had not had an MRI. Additional information has been requested from the hcp, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.